Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the rod failed to distract. No additional information has been provided.

Manufacturer narrative:
Additional data: b5, h10

Event description:
Additional information was received that the hospital deemed there was no product related failure.